Event description:
It was reported that the ventilator generated an error that indicates "safety valve open". The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb was not able to reproduce the described customer issue. Evaluation of the device logs provided confirmed the reported error and the date of event could be derived to (B)(6) 2020. Failing to keep the pull magnet in its predetermined state (closed) may lead to stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check and a technical error code will be generated in stand by mode when starting the ventilator. Since the reported error could not be reproduced no root cause could be established.